Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("immediate reaction") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she don't have fibro. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), inflammation ("lot of inflammation") and adverse event ("essure side effect"). The patient was treated with surgery (abdominal hysterectomy in may). Essure was removed. At the time of the report, the hypersensitivity, autoimmune disorder, inflammation and adverse event outcome was unknown. The reporter considered adverse event, autoimmune disorder, hypersensitivity and inflammation to be related to essure. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ("immediate reaction"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she don't have fibro. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect") and endometriosis ("endometriosis") and was found to have weight increased ("weight loss challenge only 10ibs") and glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic"). The patient was treated with surgery (abdominal hysterectomy in may). Essure was removed. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction and glycosylated haemoglobin increased outcome was unknown and the weight increased was resolving. The reporter considered adverse reaction, autoimmune disorder, endometriosis, genital haemorrhage, glycosylated haemoglobin increased, inflammation, type I hypersensitivity and weight increased to be related to essure. The reporter commented: she had symptoms for 7 months. Cross referenced with case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs. Most recent follow-up information incorporated above includes: on 17-dec-2018: social media case received. Event hba1c elevated added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction'), autoimmune disorder ('autoimmune disorder/autoimmune disease') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (was already a big girl). She does not have fibro. She did not have those symptoms before essure. Concurrent conditions included hashimoto's thyroiditis, hypothyroidism and helicobacter pylori gastritis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache"), vitamin d deficiency ("vitamin d deficiency") and attention deficit/hyperactivity disorder ("add") and was found to have weight increased ("I gained 30 lbs with essure, weight loss 32 lbs since hysterectomy") and glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased, vitamin d deficiency and attention deficit/hyperactivity disorder outcome was unknown, the weight increased was resolving and the migraine had resolved. The reporter considered adverse reaction, attention deficit/hyperactivity disorder, autoimmune disorder, endometriosis, genital haemorrhage, glycosylated haemoglobin increased, inflammation, migraine, type I hypersensitivity, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had essure and symptoms for 7 months, she did not have those symptoms before essure. Under essure she almost became insulin-resistant and was about to develop another autoimmune disease. She had her hysterectomy and had worked really. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: blocked grade 3 on the left and grade 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue. Most recent follow-up information incorporated above includes: on 2-dec-2019: consumer reported in social media concomitant diseases: hashimoto, hypothyroidism, h. Pylori gastritis. Under essure (removed in (B)(6) 2014 after 7 months, therefore essure implantation date (B)(6) 2013 added, previous date (B)(6) 2015 was date of posting in social media),(comment added:) she almost became insulin-resistant and was about to develop another autoimmune disease (reported previously). She had her hysterectomy and had worked really. Symptoms started immediately after implantation and she did not have those symptoms before essure. Radiology had shown she was blocked grade 3 on the left and grade 3 on the right. This record also contains the information from duplicate record (B)(4)(medwatch 3500a MFR number 2951250-2019-12620) which will be deleted from bayer safety database: new social media reporter added. She was a big girl in the past (overweight). New events from deleted duplicate: attention deficit/hyperactivity disorder. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she doesn't have fibro. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis") and migraine ("migraines/headache") and was found to have weight increased ("weight loss challenge only 10ibs") and glycosylated haemoglobin increased ("my a1c shot through the roof when I had essure/ I was almost diabetic"). The patient was treated with surgery (abdominal hysterectomy in (B)(6)). Essure was removed. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction and glycosylated haemoglobin increased outcome was unknown, the weight increased was resolving and the migraine had resolved. The reporter considered adverse reaction, autoimmune disorder, endometriosis, genital haemorrhage, glycosylated haemoglobin increased, inflammation, migraine, type I hypersensitivity and weight increased to be related to essure. The reporter commented: she had symptoms for 7 months. Cross referenced with case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Most recent follow-up information incorporated above includes: on 17-jul-2019: social media received. Event added: migraine headache. Event outcome added for: migraine headache. Reporters added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction'), autoimmune disorder ('autoimmune disorder/autoimmune disease') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she don't have fibro. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight loss challenge only 10 lbs") and glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic"). The patient was treated with surgery (abdominal hysterectomy in may). Essure was removed. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased and vitamin d deficiency outcome was unknown, the weight increased was resolving and the migraine had resolved. The reporter considered adverse reaction, autoimmune disorder, endometriosis, genital haemorrhage, glycosylated haemoglobin increased, inflammation, migraine, type I hypersensitivity, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had symptoms for 7 months. Cross referenced with case number: (B)(4). Cross referenced with plaintiff case number: (B)(4). Cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10 lbs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media report received: new reporter, new events "vitamin d deficiency was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ("immediate reaction"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she don't have fibro. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect") and endometriosis ("endometriosis") and was found to have weight increased ("weight loss challenge only 10ibs"). The patient was treated with surgery (abdominal hysterectomy in may). Essure was removed. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation and adverse reaction outcome was unknown and the weight increased was resolving. The reporter considered adverse reaction, autoimmune disorder, endometriosis, genital haemorrhage, inflammation, type I hypersensitivity and weight increased to be related to essure. The reporter commented: she had symptoms for 7 months. Cross referenced with case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Event weight loss challenge only 10ibs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ("immediate reaction"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she don't have fibro. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("lot of inflammation"), adverse reaction ("essure side effect") and endometriosis ("endometriosis "). The patient was treated with surgery (abdominal hysterectomy in may). Essure was removed. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation and adverse reaction outcome was unknown. The reporter considered adverse reaction, autoimmune disorder, genital haemorrhage, inflammation and type I hypersensitivity to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had symptoms for 7 months. Cross referenced with case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 7-jun-2018: content from social media:events genital bleeding and endometriosis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (was already a big girl). She does not have fibro. She did not have those symptoms before essure. Concurrent conditions included hashimoto's thyroiditis, hypothyroidism and helicobacter pylori gastritis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune disease"), genital haemorrhage ("bleeding/ bleeding nonstop"), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache"), vitamin d deficiency ("vitamin d deficiency"), attention deficit/hyperactivity disorder ("add"), autoimmune thyroiditis ("thyroid condition/ hashimoto's thyroiditis"), hot flush ("hot flashes"), loss of libido ("loss of sex drive came back with vengeance"), pelvic pain ("stabbing pain, more on right side"), dyspareunia ("dyspareunia") and female sexual dysfunction ("without sex for almost 7 months") and was found to have weight increased ("I gained 30 lbs with essure, weight loss 32 lbs since hysterectomy"), glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic") and hormone level abnormal ("hormones were out of control"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased, vitamin d deficiency, attention deficit/hyperactivity disorder, autoimmune thyroiditis, hot flush, loss of libido, pelvic pain, hormone level abnormal, dyspareunia and female sexual dysfunction outcome was unknown, the weight increased was resolving and the migraine had resolved. The reporter considered adverse reaction, attention deficit/hyperactivity disorder, autoimmune disorder, autoimmune thyroiditis, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, glycosylated haemoglobin increased, hormone level abnormal, hot flush, inflammation, loss of libido, migraine, pelvic pain, type I hypersensitivity, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had essure and symptoms for 7 months, she did not have those symptoms before essure. Under essure she almost became insulin-resistant and was about to develop another automimmune disease. She had her hysterectomy and had worked really. It was reported that she had c section scar and felt like labor pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: blocked grade 3 on the left and grade 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue, thyroid condition, hashimoto disease, hot flashes, loss of sex drive came back with vengeance/ without sex for almost 7 months, stabbing pain, more on right side, hormones went out of control, dyspareunia. Most recent follow-up information incorporated above includes: on 15-jan-2020: added reporter. Added events thyroid condition, hashimoto disease, hot flashes, loss of sex drive came back with vengeance/ without sex for almost 7 months, stabbing pain, more on right side, hormones went out of control, dyspareunia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (was already a big girl). She does not have fibro. She did not have those symptoms before essure. Concurrent conditions included hashimoto's thyroiditis, hypothyroidism and helicobacter pylori gastritis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune disease"), genital haemorrhage ("bleeding/ bleeding nonstop"), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache"), vitamin d deficiency ("vitamin d deficiency"), attention deficit/hyperactivity disorder ("add"), autoimmune thyroiditis ("thyroid condition/ hashimoto's thyroiditis"), hot flush ("hot flashes"), loss of libido ("loss of sex drive came back with vengeance"), pelvic pain ("stabbing pain, more on right side"), dyspareunia ("dyspareunia"), female sexual dysfunction ("without sex for almost 7 months") and menorrhagia ("had periods of 20 day") and was found to have weight increased ("I gained 30 lbs with essure, weight loss 32 lbs since hysterectomy"), glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic") and hormone level abnormal ("hormones were out of control"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased, vitamin d deficiency, attention deficit/hyperactivity disorder, autoimmune thyroiditis, hot flush, loss of libido, pelvic pain, hormone level abnormal, dyspareunia and female sexual dysfunction outcome was unknown, the weight increased was resolving and the migraine had resolved. The reporter considered adverse reaction, attention deficit/hyperactivity disorder, autoimmune disorder, autoimmune thyroiditis, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, glycosylated haemoglobin increased, hormone level abnormal, hot flush, inflammation, loss of libido, menorrhagia, migraine, pelvic pain, type I hypersensitivity, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had essure and symptoms for 7 months, she did not have those symptoms before essure. Under essure she almost became insulin-resistant and was about to develop another automimmune disease. She had her hysterectomy and had worked really. It was reported that she had c section scar and felt like labor pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: blocked grade 3 on the left and grade 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue, thyroid condition, hashimoto disease, hot flashes, loss of sex drive came back with vengeance/ without sex for almost 7 months, stabbing pain, more on right side, hormones went out of control, dyspareunia and prolonged menses. Most recent follow-up information incorporated above includes: on 20-mar-2020: new event (prolonged menses updated). On 20-mar-2020: follow up 17, 18 and 19 processed together. On 20-mar-2020: follow up 17, 18 and 19 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (was already a big girl). She does not have fibro. She did not have those symptoms before essure. Concurrent conditions included hashimoto's thyroiditis, hypothyroidism and helicobacter pylori gastritis. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune disease"), genital haemorrhage ("bleeding/ bleeding nonstop"), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache"), vitamin d deficiency ("vitamin d deficiency"), attention deficit hyperactivity disorder ("add"), autoimmune thyroiditis ("thyroid condition/ hashimoto's thyroiditis"), hot flush ("hot flashes"), loss of libido ("loss of sex drive came back with vengeance"), pelvic pain ("stabbing pain, more on right side"), dyspareunia ("dyspareunia"), female sexual dysfunction ("without sex for almost 7 months"), menorrhagia ("had periods of 20 day"), goitre ("patient has a thyroid nodule goiter"), pain in extremity ("big foot pain and swollen during the time when patient had essure"), peripheral swelling ("big foot pain and swollen during the time when patient had essure"), vaginal odour ("patient smells of death, doctor said it was due to all bleeding, since removal smell has gone") and cervicitis ("cervixitis") and was found to have weight increased ("I gained 30 lbs with essure, weight loss 32 lbs since hysterectomy"), glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic") and hormone level abnormal ("hormones were out of control"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy in (B)(6) 2014) and taping and massage. Essure was removed in (B)(6) 2014. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased, vitamin d deficiency, attention deficit hyperactivity disorder, autoimmune thyroiditis, hot flush, loss of libido, pelvic pain, hormone level abnormal, dyspareunia, female sexual dysfunction, menorrhagia, goitre, pain in extremity, peripheral swelling and cervicitis outcome was unknown, the weight increased was resolving and the migraine and vaginal odour had resolved. The reporter considered adverse reaction, attention deficit hyperactivity disorder, autoimmune disorder, autoimmune thyroiditis, cervicitis, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, glycosylated haemoglobin increased, goitre, hormone level abnormal, hot flush, inflammation, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, type I hypersensitivity, vaginal odour, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had essure and symptoms for 7 months, she did not have those symptoms before essure. Under essure she almost became insulin-resistant and was about to develop another automimmune disease. She had her hysterectomy and had worked really. It was reported that she had c section scar and felt like labor pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: blocked grade 3 on the left and grade 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue, thyroid condition, hashimoto disease, hot flashes, loss of sex drive came back with vengeance/ without sex for almost 7 months, stabbing pain, more on right side, hormones went out of control, dyspareunia and prolonged menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of type I hypersensitivity ('immediate reaction') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight (was already a big girl). She does not have fibro. She did not have those symptoms before essure. Concurrent conditions included hashimoto's thyroiditis, hypothyroidism and helicobacter pylori gastritis. In (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced type I hypersensitivity (seriousness criteria medically significant and intervention required), autoimmune disorder ("autoimmune disorder/autoimmune disease"), genital haemorrhage ("bleeding/ bleeding nonstop"), inflammation ("lot of inflammation"), adverse reaction ("essure side effect"), endometriosis ("endometriosis"), migraine ("migraines/headache"), vitamin d deficiency ("vitamin d deficiency"), attention deficit/hyperactivity disorder ("add"), autoimmune thyroiditis ("thyroid condition/ hashimoto's thyroiditis"), hot flush ("hot flashes"), loss of libido ("loss of sex drive came back with vengeance"), pelvic pain ("stabbing pain, more on right side"), dyspareunia ("dyspareunia"), female sexual dysfunction ("without sex for almost 7 months"), menorrhagia ("had periods of 20 day"), toxic nodular goitre ("patient has a thyroid nodule goiter"), pain in extremity ("big foot pain and swollen during the time when patient had essure"), peripheral swelling ("big foot pain and swollen during the time when patient had essure"), vaginal odour ("patient smells of death, doctor said it was due to all bleeding, since removal smell has gone") and cervicitis ("cervixitis") and was found to have weight increased ("I gained 30 lbs with essure, weight loss 32 lbs since hysterectomy"), glycosylated haemoglobin increased ("my a1c shot through the rough when I had essure/ I was almost diabetic") and hormone level abnormal ("hormones were out of control"). The patient was treated with surgery (abdominal hysterectomy and bilateral salpingectomy in (B)(6)2014) and taping and massage. Essure was removed in (B)(6)2014. At the time of the report, the type I hypersensitivity, autoimmune disorder, inflammation, adverse reaction, glycosylated haemoglobin increased, vitamin d deficiency, attention deficit/hyperactivity disorder, autoimmune thyroiditis, hot flush, loss of libido, pelvic pain, hormone level abnormal, dyspareunia, female sexual dysfunction and cervicitis outcome was unknown, the weight increased was resolving and the migraine and vaginal odour had resolved. The reporter provided no causality assessment for cervicitis with essure. The reporter considered adverse reaction, attention deficit/hyperactivity disorder, autoimmune disorder, autoimmune thyroiditis, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, glycosylated haemoglobin increased, hormone level abnormal, hot flush, inflammation, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, peripheral swelling, toxic nodular goitre, type I hypersensitivity, vaginal odour, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she had essure and symptoms for 7 months, she did not have those symptoms before essure. Under essure she almost became insulin-resistant and was about to develop another autoimmune disease. She had her hysterectomy and had worked really. It was reported that she had c section scar and felt like labor pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: blocked grade 3 on the left and grade 3 on the right. Concerning the injuries reported in this case, the following ones were reported via social media: weight loss challenge only 10ibs and migraine. Concerning the injuries reported in this case, the following ones were reported via social media: vitamin d deficiency and fatigue, thyroid condition, hashimoto disease, hot flashes, loss of sex drive came back with vengeance/ without sex for almost 7 months, stabbing pain, more on right side, hormones went out of control, dyspareunia and prolonged menses. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (patient has a thyroid nodule goiter; big foot pain and swollen during the time when patient had essure) were added. On 23-mar-2020: content from social media received: new event (¿patient smells of death, doctor said it was due to all bleeding, since removal smell has gone¿) was added. On 23-mar-2020: content from social media received: new reporter and new event (¿cervicitis¿) were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.